Event description:
Boston scientific received information that pacing impedance measurements greater than 2,000 ohms were observed on the right ventricular (rv) lead. The patient was scheduled for an in-office follow up to evaluate. The patient's physician elected to continue monitoring the device system. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that the device was later explanted. No adverse patient effects were reported during the procedure. The device was returned for analysis.